Event description:
The programmable valve was placed in 2009, and most recently set to 1.5. On follow-up imaging, there was increased ventricular size. This finding corresponded to finding the setting on the valve drifting to 2.0 on multiple occasions. The patient was taken to the or and the valve removed and replaced with a new valve.